Event description:
The patient underwent successful coil embolization of the right anterior cerebral artery aneurysm that resulted in partial occlusion of the aneurysm. No technical complications associated with the procedure were reported; however, it was reported that ischemia occurred as a clinical complication. No other information was available.

Manufacturer narrative:
Anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Ischemia is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.